Event description:
Unomedical reference number (B)(4). Event occurred in switzerland on 24-may-2024, it was reported by the patient that infusion set tape was not sticking after showering. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland.